Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after receiving inappropriate high voltage therapy. Upon interrogation, it was observed that the cause of the inappropriate therapy was noise on the right ventricular (rv) lead. High voltage therapy was disabled on the device and a replacement surgery was scheduled. The patient's condition was stable and will continue to be monitored.